Manufacturer narrative:
Exemption number e2016004. (B)(4). According to the dentist, the patient weight was not available.

Event description:
On august 2, 2016, nakanishi received an e-mail from a distributor ((B)(4)) about a handpiece overheating. Details are as follows. On july 22, 2016, (B)(4) was made aware by communication with an nam dealer that an nsk handpiece had overheated and burned a patient. The event occurred on (B)(6) 2016. A dentist was providing a patient with a crown preparation using an nsk handpiece, z95l. The patient was not anesthetized. No malfunction of the device was observed prior to use. The dentist discovered a small white blister on the patient's cheek during the procedure. Five days later, the patient called the dentist saying that she was not healing from the injury. The dentist referred the patient to an oral surgeon. The patient was diagnosed as having a third degree burn on the right inside cheek, molar area. The patient was on antibiotics, was provided with peridex rinse. The patient's full recovery is expected.

Manufacturer narrative:
Nakanishi was not able to evaluate the device involved in the event because nsk america (nam) repaired and returned the handpiece to the dentist on july 19, 2016, before the dentist informed nam of the event. The dentist refused to return the handpiece to nam for evaluation. The only examination nakanishi performed was reviewing the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no records indicating nakanishi (the manufacturer) repaired the device since the device was shipped. Nakanishi received the repair records from nam, which included the detailed information about the repair nam carried out. Nakanishi kept them in a file.